Event description:
Customer reported a malfunction alarm, malf 6, on their device. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump and assisted the customer with the reset. The issue did not recur after resetting, and the customer continued to use the pump for insulin therapy.